Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# v061767, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 389033, serial/lot #: (B)(4), ubd: 09-oct-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a healthcare provider (hcp) regarding a patient implanted for chronic low back pain and spinal pain. It was reported that the patient¿s quad lead had moved and was no longer providing adequate pain relief. The patient had mentioned that the system ¿stopped working.¿ no contributing factors were known. The physician decided to explant the lead and implant new leads. The replacement occurred on (B)(6) 2019. The issue was resolved at the time of the report. No further complications were reported or anticipated.